Event description:
It was reported to medtronic neurosurgery that the catheter was explanted due to drainage malfunction.

Manufacturer narrative:
Approximately 23 cm of the catheter was returned. The returned catheter met the requirements for patency and leak testing. Therefore the condition of the complaint could not be duplicated by laboratory personnel. It is unknown what caused the reported event. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
The product has not been returned. Therefore an evaluation of device performance was not possible. A review of the manufacturing records showed no anomalies. All of the catheters are 100% inspected at the time of manufacture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.